Event description:
Pt developed phlebitis within 45-72 hours of insertion. Pt had discomfort at insertion site at 10:00 pm and had to go to ER to have the line pulled. The line was simply pulled with no culture done. Pt had a peripheral line placed on the other arm. Pt is doing fine. No injury, medical or surgical intervention required.